Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete capsulotomy in a patient's eye during a laser assisted cataract procedure which furthered complicated the case and necessitated implantation of an alternative lens than was planned. Additional information has been requested.

Manufacturer narrative:
A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release based on the investigation results, the root cause of the reported event could not be determined. (B)(4).